Event description:
The customer contact reported that the prongs on the ac power cord plug were bent. The device was returned to the biomedical engineering dept. For an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the prongs on the ac power cord plug were bent. There were no reports of any adverse pt events or delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2012. The ac power cord is expected to be returned for further investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.